Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. However, it was reported that the esg-400 electrosurgical generator was inspected and tested at the user facility by a field service engineer. An increased leakage current was measured. This was caused by a defective uninterruptible power supply (ups) to which the esg-400 electrosurgical generator was connected. Without this ups, the esg-400 electrosurgical generator passed the electrical safety test. The exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and therefore is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-400 electrosurgical generator. The case will be closed from olympus side with no further actions but may be reopened if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available at a later time. Then, this report will be updated. In addition, the event/incident will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that approx. Two weeks after a therapeutic bipolar transurethral resection of the prostate (turp) procedure (date of procedure: (B)(6) 2016), the patient returned to the hospital with a burning sensation in their urethra. He was then hospitalized and multiple third-degree burns were diagnosed in the urethra during a follow-up cystoscopy procedure on (B)(6) 2016. These burns were treated by excision. No further information was provided but the initial turp procedure was reportedly completed with the same set of equipment and there was no malfunction, adverse event or patient injury.